Manufacturer narrative:
Catalog number was mentioned but could not be confirmed as 2c8541. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified continu-flo solution set disconnected as the connectors. The event was further reported as the tubing appeared "pulled apart" and "disconnected right under the hub". This issue was identified during unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.